Event description:
Reporter alleged the blood glucose monitoring device was reading high (> 200mg/dl) and went to the doctor. Reporter stated comparative testing was performed at the doctor where device read 233 mg/dl and doctor's meter read 106 mg/dl within 3 minutes. Reporter indicated controls were used and stated in range however values of the level ranges were not provided. Reporter stated no treatment was received at the doctor. A request was made for the return of the suspect device and replacement product was sent.